Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 07/24/2013. Retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.17 on a (B)(6)year old male patient. The patient was presented in the urgent care facility with neck and shoulder pain. An EKG was performed that resulted as normal. There was no evidence of an myocardio infarction (mi) and the patient was released after having negative troponin result. There was no additional patient information available at the time of this report. Date: (B)(6) 2013, sample: 1 time: 16:37, I-stat 0.17. (B)(6) 2013, sample 1, 16:54, 0.00. (B)(6) 2013, sample 2, 17:13, 0.00. There were no lab test or second methodology performed. There were no injuries reported with this event.

Event description:
Na.